Event description:
Customer called to report a hospitalization due to high blood glucose. The blood glucose reading at the time of the event was over 1000 mg/dl. Customer was a new insulin pump user. Paramedics were call to residence. Diagnosed diabetic ketoacidosis. Customer stated that he was sick to his stomach. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.